Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical record review: patient with history of deep vein thrombosis and pulmonary embolism was scheduled for inferior vena cava (ivc) filter placement. The left femoral vein was accessed and after positioning the filter system, the ivc filter dislodged and was in a transverse position over the iliac vein. Another ivc filter was advanced and appropriately positioned and deployed. Approximately one month post filter deployment, imaging demonstrated the superior filter in appropriate position below the renal veins with a detached limb located superiorly near the right renal takeoff. Imaging demonstrated the inferior filter to be malpositioned in the left common iliac vein extending into the caval confluence with some limbs extending beyond the caval wall. Approximately three months post filter deployment, the patient was scheduled for filter retrieval. A snare device was removed the detached fragment. The inferior filter was snared but was unable to be removed due to the positioning of the filter. A tip deflecting wire was looped around the apex of the filter and was pulled away from the side of the right common iliac vein. The filter was pulled inferiorly but the legs remained extravascular. A second snare was placed through the sheath in an attempt to snare the hook at the apex. The filter was freed and removed through the sheath. Visual inspection confirmed the filter was removed completely intact. A recovery retrieval device was used to remove the superior filter in standard fashion. The ivc was widely patent with no evidence of extravasation. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. One month post deployment, multiple subsequent exams demonstrated a single detached limb located superiorly near the right renal takeoff vein. Approximately three months post filter deployment, the filter fragment was successfully removed. A bard recovery retrieval system was used to easily recover and externalize the filter in standard fashion. Therefore, the investigation can be confirmed for limb detachment. However, the investigation is inconclusive for filter tilt, perforation of the ivc. Additionally, the investigation can be unconfirmed for retrieval difficulties as the filter was easily removed using recovery retrieval system. The investigation can also be unconfirmed for filter migration as the filter was retrieved from the ivc with no evidence of migration to the renal veins from the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2011), (manufacturing date: 07/2008). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and for intraventricular bleeding. At some time post filter deployment, it was alleged that the filter had tilted and embedded in the wall of the ivc, perforated the vena cava wall, detached and migrated to the renal vein. The filter and detached filter struts were removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.